Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in 2023.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was discarded by the facility.